Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a motor error alarm and motor position encoder error alarm. His blood glucose was unknown at the time of incident. Customer stated that the drive support cap appeared to be normal but, slightly indented. Customer tried to rewind the pump and changed the infusion set thrice; however, he was still getting the same error. The customer was advised to remove reservoir and set from the insulin pump and to ensure that they are not disconnected. He was able to successfully clear the alarm and complete the insulin pump rewind. The customer reported more than one motor error alarm within 30 days. He was advised that the device needs to be replaced. Customer will return the insulin pump for analysis.